Manufacturer narrative:
(B)(4). Date of occurrence was an unspecified date in 2017. Manufacture dates: 07/05/2017 - 07/06/2017. (B)(6). The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Pressure and clear passage under water testing were performed with no issues noted. A functional flow rate test was performed and results were satisfactory. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set was unable to be primed. The issue was noticed during priming/setup and saline was being used to prime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date received by MFR - the date should have been 10/10/2017 and not the previously submitted 10/11/2017. Should additional relevant information become available, a supplemental report will be submitted.